Event description:
The report received from the affiliate indicated that during an angioplasty procedure, the powerflex extreme balloon catheter (bc) ruptured horizontally, and a piece of the balloon was dissected. There was no adverse impact to the patient, however, the procedure was delayed for an unknown amount of time. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Comp during a percutaneous transluminal angioplasty (pta) of a dialysis fistula the balloon was reported to have ruptured at unknown atmosphere. When trying to remove the balloon he could see that the balloon had ruptured circumferentially resulting in a separation of a piece of the balloon material. The physician accessed the patient's vein proximal to the lesion and safely snared and removed the separated piece of material. The procedure was delayed by 30 minutes and the patient suffered no ill effects. One non sterile catheter powerflexpro 8mm4cm 80 was received coiled inside a plastic bag. Blood residues were noted in the balloon, and it was observed the balloon has a burst and it was separated. Leak test could not be performed since the balloon was separated and has a burst. Sem results: the balloon and body external surface exhibited evidence of scratches. The inner body presented evidence of elongation, elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. The marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst, balloon separated reported were confirmed. The exact cause of the failures could not be determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The balloon burst, balloon separated reported were confirmed. The exact cause of the failures could not be determined. Although no conclusion can be drawn, procedural factors, as evidenced by the elongations present on the balloon may have contributed to the event.

Manufacturer narrative:
Please note that the event date was reported as unknown. The event date of (B)(6) 2014 is the complaint alert date. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received: the product catalog and lot number were received. The procedure was a percutaneous transluminal angioplasty (pta) of a dialysis fistula. The physician crossed the stenosis in the patient's fistula without any concern. He then inflated the balloon as he normally does under fluoroscopic guidance. He then suddenly could feel a pressure drop and see on the screen that the balloon had burst. When trying to pull the balloon out he could then see that the balloon had been completely torn apart from a circumferential tearing of the balloon material. He then stopped pulling the balloon out and punctured the patient's vein proximal to the lesion so the piece of the balloon could be safely snared and pulled out. The piece of balloon was retrieved and the patient suffered no ill effects. The procedure was delayed by 30 minutes. No additional information is available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.